Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, the machine triggered a return extremely positive alarm. It was reported the ¿deaeration chamber is filling and customer is unable to lower level¿. Clots in the filter were observed. Treatment was discontinued with a blood loss (unspecified volume). There was no report of medical intervention associated with this event. No additional information is available.